Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting properly because of malfunction in gpdu. The customer rebooted the main power which solved the issue. The engineer performed rebooting and functionality test and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was not booting up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.